Event description:
A customer reported that irrigation/aspiration handpiece would not build vacuum during cataract surgery. The surgery was completed by replacing with other one. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The returned sample was visually inspected and found to be conforming. Functional testing for flow check for occlusion and leakage testing was performed and both were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming visually and functionally, therefore the handpiece would not build vacuum as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the intrepid transformer I/a handpiece was manufactured to specification. All disposable handpieces are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).